Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") in an adult female patient who had essure (batch no. 762412) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In april 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), depression ("depression"), uterine pain ("pain near my uterus"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the perforation, depression, headache and fatigue outcome was unknown and the pelvic pain, uterine pain, vaginal haemorrhage, menorrhagia and migraine had resolved. The reporter considered depression, fatigue, headache, menorrhagia, migraine, pelvic pain, perforation, uterine pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: complete occlusion of both fallopian tubes ultrasound scan vagina - in august 2013: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: new events: vaginal haemorrhage, menorrhagia, migraine, headache, uterine pain were added. Reporter, patient demographic information, product lot number, lab data added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") in an adult female patient who had essure (batch no. 762412-inv, 754152) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: sprintec and levora. Concurrent conditions included irregular periods, chlamydial infection, vaginal discharge and vaginitis trichomonal. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal infection ("vaginal infection"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), depression ("depression"), uterine pain ("pain near my uterus"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the perforation, depression, headache, fatigue and vaginal infection outcome was unknown and the pelvic pain, uterine pain, vaginal haemorrhage, menorrhagia and migraine had resolved. The reporter considered depression, fatigue, headache, menorrhagia, migraine, pelvic pain, perforation, uterine pain, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: complete occlusion of both fallopian tubes. Ultrasound scan vagina - in (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: bleeding (metrorrhagia), vaginal bleeding. Most recent follow-up information incorporated above includes: on 31-oct-2018: pfs received: added lot number, new event vaginal infection and medical history. Explant and implant date was updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") in an adult female patient who had essure (batch no. 762412-inv, 754152) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: sprintec and levora. Concurrent conditions included irregular periods, chlamydial infection, vaginal discharge and vaginitis trichomonal. On (B)(6)2013, the patient had essure inserted. In (B)(6)2014, the patient experienced vaginal infection ("vaginal infection"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), depression ("depression"), uterine pain ("pain near my uterus"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6)2015. At the time of the report, the perforation, depression, headache, fatigue and vaginal infection outcome was unknown and the pelvic pain, uterine pain, vaginal haemorrhage, menorrhagia and migraine had resolved. The reporter considered depression, fatigue, headache, menorrhagia, migraine, pelvic pain, perforation, uterine pain, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2013: results: complete occlusion of both fallopian tubes. Ultrasound scan vagina - in (B)(6)2013: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: bleeding (metrorrhagia), vaginal bleeding lot number 762412 is invalid. Lot number:752412, manufacture date:2010/06, expiration date: 2013/06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality safety evaluation of ptc(product technical complaint). Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") in an adult female patient who had essure (batch no. 762412-inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), depression ("depression"), uterine pain ("pain near my uterus"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the perforation, depression, headache and fatigue outcome was unknown and the pelvic pain, uterine pain, vaginal haemorrhage, menorrhagia and migraine had resolved. The reporter considered depression, fatigue, headache, menorrhagia, migraine, pelvic pain, perforation, uterine pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: complete occlusion of both fallopian tubes. Ultrasound scan vagina - in (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 29-aug-2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain") and depression ("depression"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the perforation, pelvic pain and depression outcome was unknown. The reporter considered depression, pelvic pain and perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.